Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The spouse of the patient reported a loss of stimulation and return of symptoms as of (B)(6) 2016. The device was checked with the patient programmer (pp) which showed loss of therapy due to low implantable neurostimulator (ins) battery. It was confirmed that the patient was able to charge, and that they will charge to at least 25% and use the pp to turn stimulation back on and continue charging to full. The patient's indication for implant is parkinson's dual and movement disorders.